Manufacturer narrative:
(B)(4). Retainer = black, the pump was returned for a blank display found on (B)(6) 2021. Pump was received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test due to blank display. Pump was cut open to perform visual inspection and found severe moisture damage on the pcba 1 and broken solder joint at power connector (j7) on pcba 1 was swapped out with a working test board and successfully powered up confirming blank display is due to moisture damage on pcba 1 and broken solder joint at j7 on pcba test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Blank display due to severe moisture damage on pcba. Pump exposed to moisture confirmed. Cosmetic damage was confirmed.

Event description:
Information received by medtronic indicated that the insulin pump had a crack near the battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.